Event description:
It was reported that during implant there was difficulty placing the lead in the atrium and getting the j to form. When the lead was pulled out it was noted that the stylet would not go all the way to the tip of the lead. Another stylet was attempted, however it would not go to the tip of the lead either. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).